Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material inside the air/water supply channel, missing adhesive at objective lens and missing adhesive at light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material inside the air/water supply channel, missing adhesive at objective lens and missing adhesive at light guide lens. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for missing adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.